Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance over the course of the year. The impedance reached an out of range impedance value. Technical services (ts) suggested following actions. The lead remains in use. No adverse patient effects were reported.